Manufacturer narrative:
The wolverine device was received and analyzed. A visual and tactile examination identified multiple kinks along the hypotube of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that may have contributed to the complaint incident. The balloon material was returned unfolded and solidified inflation medium was noted within the balloon material which indicates the balloon had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to the presence of solidified inflation medium within the balloon and inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified inflation medium before further inflation attempts were made. On removal from the bath the returned device was again attached to encore inflation unit and positive pressure was applied when liquid was seen escaping from a balloon pinhole leak approximately 2mm proximal to the proximal edge of the distal markerband. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured at twelve atmospheres. The procedure was successfully completed with a different device without issue or patient injury.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed. The 10mm x 2.5mm wolverine coronary cutting balloon ruptured at twelve atmospheres. The procedure was successfully completed with a different device without issue or patient injury.